Manufacturer narrative:
Updated fields: a3, b4, b7, e4, g4, g7, h2, h3, h6, h10. The oad was received for analysis. A guide wire passed through the oad with no resistance. The start switch exhibited corrosion within the dome as a result of moisture ingress. The root cause of the moisture ingress was unable to be determined. The oad was tested, spun at all speeds, and functioned as intended. The device turned off when prompted and would restart when prompted. The start switch was doused with fluid during testing, and the oad continued to function as intended. At the conclusion of the device analysis, while the reported event was not observed during analysis, it was determined that the moisture ingress could have contributed to the event. However, this could not be conclusively confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID# (B)(4).

Event description:
During a procedure, the diamondback peripheral orbital atherectomy device (oad) would not stop spinning. The pump was turned off to stop the oad. It was noted all connections had been secure. The pump was turned back on, and the oad would not start. The oad was removed from the patient, and the procedure was completed with balloon angioplasty. The final result of the procedure was good, and there were no procedural complications.